Event description:
During the v-p shunt surgery, when the valve was connected to the ventricular catheter, it was found that the fluid did not flow. The valve was replaced by another product to complete the case. The date of the surgery was on (B)(6) 2013. No adverse consequences were reported. (B)(4) as for (B)(4), the delay to the surgery was not reported.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, the valve was visually inspected, 2 tears in the silicone housing were noted around the siphon guard. Marks in the siphon guard were also noted. This could be due to a sharp pointed object or clamp coming into contact with the silicone housing during implantation or explant, but this could not be confirmed. The device was functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.